Event description:
It was reported on (B)(6) 2012 that the patient was experiencing "some speech freezing," ten seconds in length about six times a day. When contact three was "out of the mix", the patient got neck and jaw tightening "right away." Additional information received on (B)(4) 2012 reported that the patient had "great benefit," but was getting the episodes in which he could not speak or swallow. If the patient was eating at the time he had to spit out his food or risk not being able to swallow and choke. Reprogramming had been done without success and "palpation did not reproduce." There was also a "very small, suspicious kink" on an x-ray, one "finger breadth" above the lead and extension connection. The lead and extension were thought to be "chronic" and it was to be determined if the adaptor, device, and extension should be removed. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 7482a51, serial # (B)(4), implanted: (B)(6) 2009, product type extension; product ID 64001, lot # n293019, implanted: (B)(6) 2012, product type adapter; product ID 64001, lot # n293019, implanted: (B)(6) 2012, product type adapter; product ID 37651, serial # (B)(4), product type recharger; product ID 37642, serial # (B)(4), product type programmer; patient product ID (B)(4), lot # v251538, implanted: (B)(6) 2009, product type lead; product ID 3389s-40, lot # v297034, implanted: (B)(6) 2009, product type lead.